Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified but it is likely the material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the biopsy channel and cracked light guide lens. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings found a scratch in the following: flexibility adjustment ring, grip, switch box, and scope connector case. The air/water cylinder and suction cylinder had no color. The scope connector and light guide lens had stains. The light guide lens and objective lens had cracks. The connecting tube and universal cord had a wrinkle. The electrical contact of the endoscope connector was deformed, and due to damage to the channel tube, the water tightness was lost. Due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. The customer reported that the scope was reprocessed according to olympus information for use (IFU) procedures. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there were physical defects in the bending section and that the insertion tube had an unusual shape on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle and the light guide lens had foreign material on them. The evaluation found a brownish foreign material on the presented parts, which was most likely traces that remained from previous procedures and/or corrosion. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.